Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional later reported right side capsular contracture baker grade IV, "rupture and siliconoma." The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side "rupture." Healthcare professional later reported right side capsular contracture baker grade IV, "rupture and siliconoma." The device has been explanted.